Event description:
It was reported that an increase in ventricular capture threshold was observed. Fluoroscopy was inconclusive, but CT scan revealed perforation of the right ventricle. The lead was repositioned and the perforation was sutured. Patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received.